Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe had no cutting during vitrectomy surgery. Even after reducing the cutting speed to 10000 cuts per minute the issue was not resolved. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Three opened probes with tip protectors in trays with other items were received for evaluation. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and nonconforming for cutting. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge and several other areas on the inner cutter. Sample 2 was not within the reported pak lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, inside the port and on the port face and white foreign material observed on the body needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and top and bottom rear housing o-rings are all intact. Front housing o-ring inner diameter was damaged. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation for sample 1 confirms that probe had a cut and actuation failure. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 was not within the reported lot and no evaluation was performed. Sample 3, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damage was observed on the o-ring and cannot be ruled out for the cutting problem as reported. No further investigative or manufacturing actions are warranted at this time due to the observed cut and actuation failures of sample 1 were due to excessive use of the probe by the user. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 was not within the reported lot and no evaluation was completed. Sample 3 functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).